Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. G4: premarket identification PMA/510(k): model of-b207 is a pentax medical air/water/balloon feeding valve of-b207, so there is no 510k number. Evaluation summary: although, the cause was investigated, the reason why it could not be used, could not be identified. The assumed cause is deterioration of the o-ring, due to silicone oil.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. The manufacture reviewed the complaint and notified the user that condition like this complaint case occur when silicon oil is not properly applied to the valves. DHR cannot be performed since a lot number was not provided. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the (B)(4) region involving pentax accessories air/water feeding valve been very sticky. In the event reported, it was stated the air/water feeding valve have been very "sticky", and that it is impacting his procedures. He finds that he is having to remove them each time during procedures and dip them in water to have them not be stuck in a "down" position. There was no adverse event reported with this complaint. No other information provided with this complaint.